Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed, the outer insulation was melted and had cosmetic depression, there was cosmetic environmental stress cracking on the outer tubing overlay and there was apparent explant damage. (B)(4). The partial lead was returned in segments, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that an intra-procedure transesophageal echocardiogram noted possible vegetation or clot on the lead. The leads were extracted due to possible infection. It was further reported that there was an apparent insulation breach of the atrial lead and that the lead had been secured beneath the suture sleeve. No known lead performance issue was present during prior device checks or testing at time of extraction. No further patient complications have been reported as a result of this event.